Event description:
It was reported that the customer's blood glucose reading was 600 mg/dl. Manual injections were administered. The product was not returned. Nothing further was reported.

Manufacturer narrative:
See medwatch 2032227-2014-29152 for insulin pump information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).